Manufacturer narrative:
Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) given for this device. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that regen¿ tht® nc: 1.0ml had gel that was out of the ordinary in nature.